Event description:
An issue was reported involving a customer experiencing constant alarms and vibrations from their mobi device, causing anxiety and questioning how to silence them after acknowledging a blood sugar event. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.